Event description:
It was reported that during a routine device changeout, it was noted the right ventricular (rv) lead had an insulation breach. The rv lead was explanted and replaced. While extracting the right ventricular lead, the atrial lead was dislodged. The atrial lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal segment of the lead was returned and analyzed. Blood was observed in/on the helix/lobe mechanism. The defibrillation conductor was stretched. The outer tubing overlay had cosmetic environmental stress cracking and was breached/cut. The outer insulation was breached/cut. Apparent explant damage was noted. No anomalies were found.